Event description:
Additional information showed that, after the seizure episodes in 2009, the seizures stopped. It was stated no seizures were reported in 2010. Then, seizure episodes were reported from (B)(6) 2011. The patient was admitted to a hospital for neuropathic monitoring in an epilepsy unit and showed "small seizures under the two electrodes." It was stated the hcp said it was "an unfortunate tradeoff for the pain management." The system was turned off for re-evaluation, and the patient's pain symptoms returned.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had a seizure or seizure like movement around (B)(6) 2009. The pt had discussed this with her hcp. The pt had a lifeline placed in her home. Multiple other occurences have occurred, but the pt was not sure if she was dreaming they happened. Hcp mentioned it could be a stroke. The pt reported limbs and wrist shaking and not being able to talk. The pt had turned settings on device down to 0.1v, hertz 100 and pw at max which is 450.